Event description:
It was initially reported that the pt was being referred for generator revision due to an end of service condition. The pt's pulse generator (m101) was unable to be communicated by both the physician and company reps programming systems prior to referral of revision surgery. There were no known recent changes in the pt's symptoms. During the revision surgery, high lead impedance was observed after the generator had been replaced and diagnostics were performed. Due to the need for replacement of the dual-pin leads, the new generator (m104) was no longer compatible with the newly used leads, which were a single-pin product. The pt's lead and pulse generator were explanted. The explanted and unused pulse generators were returned to the MFR for analysis. The explanted leads were not available for return as they appear to have been discarded by the hosp. A battery life estimation based on info available in the MFR's programming history database resulted in approximately -1.09 yrs until eri=yes. The last known diagnostics available were within normal limits. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.